Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. After negative third-party culture testing provided by olympus, the user requested the device returned without physical device inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the difference of recognition in device handling and reprocessing steps between the user and the recommendation by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The device passed a leak test during manual cleaning. The detergent used for manual cleaning was medi-clean forte manufactured by dr. Wiegert. The following are brushed points: instrument/suction channel, suction channel, instrument channel port, and albarran lever. The forceps elevator was raised and lowered three times when submerged in the detergent solution and the forceps elevator was flushed. The distal end was brushed with the channel-opening brush and single use soft brush (maj-1888). The distal end was flushed with maj-2319 (distal end flushing adapter). A miele automatic endoscope reprocessor (aer) manufactured by steelco was used with neodisher sc as the detergent and neodisher sept pac as the disinfectant. All channels were connected with tubes when the endoscope was set up in the aer. The concentration and expiration date of the disinfectant was controlled. The rinse water quality was controlled. The water filter was not replaced periodically in accordance with the instruction for use. The scope was dried using filtered compressed air and stored in a drying cabinet. The duodenovideoscope was used in procedures five times while awaiting the culture results. After the positive culture results, the device was immediately quarantined. The device was taken out of packaging upon receipt, brushed, machine processed and dried in an olympus dryer. The device was reprocessed once prior to sampling and then stored overnight in a drying cabinet. The scope was last used in a procedure and reprocessed on 31oct2023. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The hygiene microbiological investigation report indicated the distal end, forceps raiser, instrument/biopsy/suction channels, and air/water channel were cultured and there was no detection for microorganisms. Overall, the results are in conformance with the requirements. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii duodenovideoscope tested positive for 9 colony forming units (cfus) of stenotrophomonas maltophilia and agrobacterium radiobacter within the instrument channel. The distal end, albarran lever, and air/water duct tested negative for microbial growth. The duodenovideoscope was used in procedures five times while awaiting the culture results. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. This report is related to the following linked patient identifiers: (B)(6).